Manufacturer narrative:
Testing procedures with prism hcv reagent lot 30232li00 could not be performed as the lot has expired. No returns were made available from the customer site. No non-conformances for this assay were identified. Review of the abbott prism analyzer, list 06a336-10, serial number (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Section a.1. P070913002695

Event description:
On (B)(6) 2017 abbott laboratories (B)(4) received an initial user report sent by the national blood bank of (B)(4) to their competent authority and manufacturer (abbott) about potentially false negative prism anti- hcv result when compared to the roche cobas reactive anti-hcv result. This was a retrospective report submitted by vadc after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: (user report 132_17_nn_signalzinojums). Sample ID= p070917002045 generated reactive anti-hcv results of 21.00, 21.13 and 21.14 coi when initially tested on (B)(6) 2017 on a roche cobas system. The sample was then sent to the (B)(4) infectology centre (lic) for confirmatory testing and generated the following confirmatory testing results: immunoblot: questionable; hcv core ag: negative. No blood products were distributed from this donation. No further information is available. On (B)(6) 2017 abbott laboratories (B)(4) received a retrospective investigation performed by (B)(4) for archived sample sid (B)(4). The sample was pulled and retested on the roche cobas analyzer and subsequently sent for confirmatory testing to the (B)(4) infectology centre (lic). Testing and confirmatory results of this donor sample is summarized below: archive sample ID: (B)(6). Testing date on prm/nat: (B)(6) 2013. Testing results on prm/nat: negative. Prm reagent lot: 30232li00. Retest date on cobas: (B)(6) 2017. Retest results on cobas: reactive (23,24 coi). Confirmatory date: not specified. Confirmatory results: -hcv core ag: negative. - immunoblot: positive c1 1+; c2 1+; ns3+/- ns5 1+. Blood products donated: not specified. Return sample available: not specified. This data was received post de-installation of the abbott prism analyzer. The data is associated with the testing of archived samples. Samples that originally tested negative by prism were stored. The samples have subsequently been pulled and tested by vadc using roche and by (B)(4) using various alternate hcv methods, including architect. This testing is being performed as part of a study by vadc due to performance differences they are experiencing between roche (current method) and prism (past method) for hcv. None of the results, whether by vadc roche testing or (B)(4) architect testing, are being used for donor management.